Event description:
It was reported by the rep that the (1) 350 l was used during a laparoscopic assisted vaginal hysterectomy procedure. It was reported that upon inserting the trocar the clear tip of the nbo had fallen off. The broken piece was retrieved and the case was continued with another instrument. The broken piece is included in the bag with the returned instrument. Included are both tyveks from the 350 l devices it was unknwon which one had the tip to break off. There was no consequence to the pt.